Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient acquired an infection following an implant procedure. The patient was provided with oral antibiotics. Follow-up report indicated that the device was explanted and there were no reports of further complications.